Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. A 100% stenosed, 3.0mm in diameter and 32 mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.75x24mm promus element ¿ stent was advanced but was unable to cross the lesion. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the tip outer diameter was measured and is within specifications. The stent was badly damaged. The mid to distal end of the stent is stretched out over the distal markerband to the tip section of the device. This type of damage is consistent with the stent meeting resistance during the withdrawal from the patient. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at 39.5cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).